Event description:
It was reported that the device became stuck on the cystic duct during a lap chole procedure. The device was pryed off and another like device was used to complete with no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.